Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was duplicated and evaluation of the device found that a corrupted configuration. It was determined that an incompatible configuration from an older software device was loaded onto this device with the the latest software. Software upgrade instructions warns users that user configuration needs to be entered and not uploaded from older software devices. The device configuration was restored to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.